Manufacturer narrative:
We checked the returned unit and confirmed the objective lens out-of-focus. Based on the result, we concluded that it was caused due to the physical damage applied on the objective lens. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(out of focus).